Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8 709sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient experienced increased and continued pain that was not controlled by an increase in medication. The patient was then admitted to the hospital on 2013 (B)(6) for severe uncontrolled pain. A catheter access port contrast study was performed which revealed an occluded catheter on 2013 (B)(6). During surgical observation, an occlusion at the anchor site was seen. The catheter was revised on 2013 (B)(6). The patient resolved without sequelae on 2013 (B)(6). The device system was used to deliver morphine.

Event description:
It was further reported that the catheter was revised due to a kink and medicine was not flowing through the catheter. The patient was getting the pump refilled every three months and some of the medication was used in the pump but it was unclear where it went.